Manufacturer narrative:
During the device evaluation, the magnet was found to have fallen out of the trigger shaft, which is a probable cause of the device running without user activation.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.